Event description:
It was reported that the customer experienced a low blood glucose level. The customer's continuous glucose monitor read ¿low¿, however, a specific blood glucose (bg) value was not provided. Reportedly, the customer consumed carbohydrates to address low bg. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.